Event description:
A cypher select + balloon ruptured at 8atm. The target lesion was in the distal right coronary artery and was described as de-novo and 90% stenosed, but not calcified or tortuous. The lesion was pre-dilated with a 3.0 x 15mm balloon. There had been no indication of difficulty tracking to or crossing the lesion. During inflation of the 3.5 x 33mm cypher select +, the balloon ruptured at 8atm. The rupture was confirmed by leakage of contrast medium observed under angiography. The balloon re-wrapped properly and was easily removed from the patient. The stent was post-dilated with a 3.0 x 15mm balloon to further dilate the cypher select+ stent. The procedure was completed successfully with no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Concomitant devices: inflation device: boston, guidewire: rinato, guide catheter: launcher 7f jr4, balloon catheter: legend 3.0/15mm, bp22 3.0/15mm, sheath: terumo. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Information received from an affiliate indicated that a stent delivery balloon burst during deployment of a coronary artery stent. The target lesion was in the distal right coronary artery and was described as de novo and 90% stenosed, but not calcified or tortuous. The lesion was pre-dilated followed by the delivery of a 3.5mm x 33mm cypher select plus stent. It is unknown if there was difficulty delivering the device to the lesion. The stent delivery balloon was inflated to 8 atms and then ruptured. The rupture was confirmed by leakage of contrast medium observed under angiography. The stent was post-dilated with a 3.0 x 15mm balloon to further dilate the cypher select+ stent. The procedure was completed successfully with no patient injury reported. The device was discarded at the facility so is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited amount of information and no product return it is not possible to determine what factors may have contributed to this event. Based on the DHR there is no indication that this issue is a result of a manufacturing process therefore no corrective action is required.